Manufacturer narrative:
Results of a device evaluation will be filed in a supplemental report when sample is received. Information regarding medication leakage received on (B)(4) 2012.

Event description:
There found leakage at the 3 cm position over the disk and the catheter ruptured when removed the catheter. Antibiotics were leaking.